Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since date of implant patient has been having pain and burning at implant incision site. Caller and patient stated patient increased stimulation on wednesday to 3.5v before patient started feeling stimulation and then reported stimulation was bothering patient so they decreased stimulation to 1.5v. Callers reported at 1.5v there is no improvement in patient's bladder control symptoms. Callers also reported with stimulation at 3.5v patient wasn't feeling good and was not comfortable at incision site. Patient stated with stimulation decreased to 1.5v they are still feeling burning at implant incision site and they are not seeing an improvement with urinary symptoms. Callers inquired about what therapy changes to make. During call, it was reviewed role of patient services. Recommended patient maintain stimulation at a comfortable setting or decrease stimulation as need to comfortable setting and follow up with healthcare professional (hcp) to discuss issues reported above. Patient may call back after discussing with hcp if needing assistance adjusting therapy. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient rep. They called back and reports still having the same ongoing issue. Patient rep states they increased therapy strength to 6.0v and patient could not feel stimulation. They decreased to 4.0v and left there. Patient rep denies patient having any falls or trauma to implant sight. Patient rep did mentioned patient has pain at implant site but is healing properly. Patient rep inquired about different programs and how long to wait with settings before making a change. Agent reviewed and patient rep states will switch to a different program and trial. Patient rep states patient is unavailable at the moment but will switch program later. More information received on 2022-(B)(6) with patient rep calling back and repeating same information. Patient rep reported that they didn't switch programs until 9 pm last evening and said that patient hasn't experienced any improvement. Reviewed therapy information including healing time factors and general programming guidance. Caller will maintain current setting for a few more days and monitor and track symptoms.